Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/04/2014 with the following findings:during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. During testing, the pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no self-suspending occurring. All keypad buttons responded appropriately to button presses; there was no evidence of hypersensitive buttons. The pump was able to be manually suspended and resumed with no issues occurring. The suspend issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.